Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
It was reported that following a tavr procedure, the pigtail that connects to the IV tubing broke off at the hub. The sheath was replaced through the existing access site. There were no reported adverse consequences to the patient. It is unknown how long the sheath had been in the patient prior to the reported event. No treatment or other interventions were required.